Event description:
Upon completion of diagnosis of the mid lad, and prior to treatment, a revolution ivus catheter became stuck with the guidewire. As the guidewire was being withdrawn towards the distal tip of the guide catheter, the catheter and guidewire became bound together at the catheter's guidewire exit port. The catheter and the guidewire were removed from the patient together as a single unit. The guidewire was replaced with another wire, but an alternate ivus catheter was not used since the doctor had completed the diagnosis. The therapeutic procedure was completed as planned. No adverse events were reported. This is being reported as a notification only. It is volcano's current policy to report all instances in which a catheter issue causes removal or exchange of a guidewire.

Manufacturer narrative:
Manufacturing documentation and complaint history were reviewed. (B)(4). The complaint device was not returned to the manufacturer so a device evaluation could not be performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest the device was not manufactured to specifications. If additional information becomes available at a later date, an updated report will be submitted.